Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer alleges, the right side cross brace is broken where the screw hole is.